Event description:
It was reported that the device was in use with patient for infusion for treatment of pulmonary hypertension (drug name not provided). The reporter stated the device gave an error alarm. The patient switched to their backup pump. No adverse effects to patient reported.